Event description:
It was reported to medtronic neurosurgery that the catheter was found to be leaking between the third and fourth length markers during the implantation surgery. A new catheter was used to complete the surgery. It was also reported that the patient was not impacted.

Manufacturer narrative:
The returned catheter was patent and it met requirements for the leakage test. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records showed no anomalies. (B)(4).